Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the right atrial (ra) lead became dislodged. The ra lead was re-positioned but dislodged a second time. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the right atrial (ra) lead became dislodged. The ra lead was re-positioned but dislodged a second time. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.